Event description:
It was reported that the patient was in a car accident in (B) (6) 2009, after which the implant pocket migrated down 4-6 inches. The lead became dislodged and was explanted. A new system was implanted on the patient's other side.